Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years 6 months. The patient remains ongoing on lvad support. However, the a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s system controller the log file possibly contained pump stop events. The log file was submitted for review. No clinical symptoms were reported. Review of the log file by technical services confirmed pump stops on (B)(6) 2017 and only occurred while on power module support. This type of behavior had been previously linked to potential issues with the percutaneous lead. On (B)(6) 2017 technical services performed a distal end percutaneous lead (driveline) replacement. Post repair all tests passed. The patient was discharged home on regular grounded patient cable for use with the power module.

Manufacturer narrative:
The reported pump stoppage events were confirmed during the evaluation of the returned percutaneous lead (driveline) segment. Examination of the driveline found breakdown of the braided shield along the connector bend relief. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the orange wire insulation approximately 3 inches from the connector. The orange wire appeared to be partially fractured. The remainder of the driveline was then submerged in a saline solution for hi-pot testing and did not reveal any additional areas of current leakage. If exposed conductors of the orange wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the pump stoppages observed on the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to cyclic flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.